Event description:
Patient was brought to our hospital by ambulance (B)(6), which they had started an IV in the left ac. Less than 24 hours later, the IV was removed without any issues, and the tip of the IV catheter was noted as not intact. Nurse placed a tourniquet to patient's arms and notified physician in which images were taken and patient take to the operating room. Jelco protective IV plus safety IV catheter placed in patient on (B)(6) 2016 and removed the morning of (B)(6) 2016. Diagnosis or reason for use: IV access.